Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 for its right ventricular (rv) lead, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) was consulted and reviewed the stored episodes. The patient presented atrial fibrillation (af) with rapid ventricular response (rvr), so several shocks were delivered as inappropriate therapy until therapy was exhausted. Therapy delivery was ineffective due to the shock impedance measurement been greater than 145 ohms. This ICD was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This device has been returned and analyzed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005 for its right ventricular (rv) lead, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) was consulted and reviewed the stored episodes. The patient presented atrial fibrillation (af) with rapid ventricular response (rvr), so several shocks were delivered as inappropriate therapy until therapy was exhausted. Therapy delivery was ineffective due to the shock impedance measurement been greater than 145 ohms. This ICD was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.